Event description:
It was reported that the pt's knee developed swelling with fluid. The pt underwent revision due to infection and irrigation and debridement.

Manufacturer narrative:
Evaluation summary: the zimmer sterilization vendor processes all implants to meet FDA regulations and (B)(4) standards at a sterility assurance level (sal) of (B)(4). Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. The measured dimension of the returned articular surface were within specification. The device exhibited pitting and wear on the condyle contact areas and gouges on the bottom side. Device history records indicate all components were manufactured and inspected to specification.